Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 unsupported scope and error b30 scope communication could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope had error e315 unsupported scope, and error b30 scope communication. The issue was observed during preparation for use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Troubleshooting with olympus technical assistance center (tac) was done with the customer. Tac advised the customer to do the following: 1 - reset the error code. 2 - clean the contact pins on the scope. 3 - blow a bit of air on the video system connector. And 4 - plug the scope back in and turn everything on. The customer noted, that all cables were checked, but the error messages were displayed again. All other scopes were working fine. The customer used a third party company for device repairs, and they were unsure if the device would be sent there or back to olympus. This event is under investigation. A supplemental report will be submitted upon receiving additional information.